Event description:
It was reported that the patient presented with an accidentally damaged power cable of their controller. The controller was exchanged with no issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a damaged power cable was confirmed. The system controller (serial number (B)(6) was not returned for analysis. However, an image was provided, and a tear was observed on one of the controller¿s power cables, revealing inner shielding and wiring. The controller was exchanged without issue. The root cause of the damage to the controller was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.